Event description:
[Sterile buffered saline container] use for covid-19 under emergency use authorization (eua): the specimen container was found upon opening the package with the cap askew and no liquid within the container. FDA safety report ID# (B)(4).